Event description:
It was observed during the device inspection, that the insuffaltor exhibited insufficient gas supply for the 1st regulator unit. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that gas was not properly supplied due to a faulty first pressure reducer. However, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.